Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2013. Patient was allegedly treated for tumor in lung; blood clot in leg, dvt, pe and claims to have received an implant on (B)(6) 2013 a removal was unsuccessfully preformed on (B)(6) 2015, a second filter from another manufacturer, was placed on (B)(6) 2016. Patient is alleging tilt, device unable to be retrieved, bleeding and embedded.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Plaintiff alleges, shortness of breath, wheezing, coughing, dizziness, vomiting huge amounts of blood, pain in chest, stomach, and back; weight loss, headaches, swollen stomach, internal bleeding, severe pain, fear of filter migration and fracture, medical monitoring, and death.